Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens were damaged by edge of plunger. The lens were explanted. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. One opened company iol delivery system injector sample was returned for evaluation for the report of a damaged iol by injector. A visual inspection of the iol handpiece injector was performed and was found to be non-conforming with dents and nicks on the plunger surface. A dimensional inspection for plunger position height was performed and was found conforming. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The photo and video attached to the parent complaint were reviewed by the investigation site. The photo shows a cropped image of the iol. It is unclear where the damage is located. The video shows an implanted iol. Damage was observed on the edge of the iol. The reported issue of a damaged iol was confirmed from the video review. The complaint evaluation confirms the handpiece injector had damage on the plunger tip, which could be a contributing factor of the reported event. How and when the handpiece injector became damaged cannot be determined from this evaluation. The most likely root cause is improper handling of the product. The injector was manufactured in august 2022. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece¿particularly the plunger tip¿appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact company immediately. The manufacturer internal reference number is: (B)(4).